Event description:
Reporter called lfs and alleged that the unit of measurement changed from mg/dl to mmol/l. The patient stated that it was previously set correctly and they did not make any changes. The patient was taken to the hospital for a heart condition; they stated that it was not due to the meter, they ate an orange or or somthing else to increase their blood sugar. No medical attention was received. The issue was not resolved with troubleshooting. The meter is being replaced for the patient.